Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a fundoplication procedure, the device was cutting too slowly. The procedure was completed with another device. No pt consequences were reported.